Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The video processor was installed onto a golden system where the component function as expected. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. No issues were found during visual inspection. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) about a loss of vision on the left eye on the high-resolution stereo viewer (hrsv) and the vision side cart's touchscreen while switching the endoscope from right to left. The user confirmed that the issue mostly occurred with 0-degree endoscopes. The user continued with the procedure with no further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.